Event description:
(B)(4). 2nd attempt called customer to confirm if pump was returned. Customer stated that the pump has already been sent back. (B)(4). 1st attempt called customer to confirm if pump was returned but, I was only able to leave a voicemail directing the customer to contact the medtronic 24-hour technical support department. If customer calls back please clarify if pump was sent back or not. (B)(4). Initial notes: I have the 670g and my battery was low this morning and I changed the battery inquired what led up to the complaint. Customer response: she noticed it today when changing the battery out bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack . 2. Damage occurred: unknown . 3. Location of the damage is: under where belt clip connects . Is the physical damage to the pump's reservoir lip ring: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: sending rlp pump ship: box le rlp pump /return: pump (B)(4). Initial notes: I have the 670g and my battery was low this morning and I changed the battery inquired what led up to the complaint. Customer response: she had changed the battery and it took some time display: flashing, white, or blank t/s per (B)(4). Adv to d/c from the pump at the qr. Customer reports display is blank. Explained possible causes of a blank display. Customer states the display was not blank less than 30 seconds and/or did not return. Customer states display is blank currently. Adv to remove the battery. Insert battery alarm did not display on the pump screen. Checked if battery is a aa battery. Battery in use is: krikland. Customer states the contacts on the battery cap are damaged. Adv we will ship a new battery cap. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions until new battery cap arrives. Customer's outcome pertaining to the complaint: sending rlp battery cap advised of email additional notes: ship: (B)(4)/return: nothing.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.